Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient tripped on (B)(6) 2018, and during a regular follow-up, it was noticed that electrodes 11 and 13 had high impedance. It was noted that the event was related to the device or therapy and not related to the implant procedure. Interventions taken included reprogramming the device. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).